Event description:
The international customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Pr#: (B)(4).